Manufacturer narrative:
The customer¿s report that the smartsites are leaking at the connection site was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in the set flushing successfully with no leaks observed at the connection sites. The infusion was programmed at a rate of 10ml/h and 10ml vtbi. The infusion completed with no leaks or disconnections observed. The infusion was repeated on each smartsite port and completed successfully with no leaks at the smartsite connections or anywhere else throughout the set. The root cause of the customer¿s report was not identified.

Event description:
It was reported that the smartsites were leaking. The event occurred on "the 21st" (month unspecified). The leaks occurred at the connection sites of the smartsites, and the patient was receiving IV fluids and dopamine.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the smartsites were leaking. The event occurred on "the 21st" (month unspecified). The leaks occurred at the connection sites of the smartsites, and the patient was receiving IV fluids and dopamine.